Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on a 12mm × 60mm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when the pressure reached 6 atmospheres (atm). An unknown balloon catheter was used as a replacement to complete the procedure. There was no reported injury to the patient. The intended procedure targeted the iliac artery, with a reported 70% stenosis. The device was not used for a cto. The product was stored and prepped properly per the instructions for use (IFU) and no difficulties were encountered during removal from the hoop, protective cover, or packaging components. There were no visible damages or kinks prior to use. The device maintained negative pressure during preparation. There was no resistance during insertion through the hemostatic valve or guide catheter, and no difficulty advancing or crossing the lesion. The catheter was not subjected to acute bending, and no kinking occurred during use. The contrast-to-saline ratio used was 50:50. A non-sterile unit of ¿powerflexpro 12mm6cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing an axial burst on the balloon. No other outstanding details were observed. Functional testing was not performed due to the condition the unit was received. The balloon was inspected with a vision system observing an axial burst. The balloon surface presented evidence of elongations and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and elongations on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. The reported ¿balloon burst at/below rbp¿ was observed as there was an axial burst noted on the balloon surface. The exact cause could not be determined. The reported stenosis of the iliac artery may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. As per the instructions for use (IFU), use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high-rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 12mm × 60mm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when the pressure reached 6 atmospheres (atm). An unknown balloon catheter was used as a replacement to complete the procedure. There was no reported injury to the patient. The intended procedure targeted the iliac artery, with a reported 70% stenosis. The device was not used for a cto. The product was stored and prepped properly per the instructions for use (IFU) and no difficulties were encountered during removal from the hoop, protective cover, or packaging components. There were no visible damages or kinks prior to use. The device maintained negative pressure during preparation. There was no resistance during insertion through the hemostatic valve or guide catheter, and no difficulty advancing or crossing the lesion. The catheter was not subjected to acute bending, and no kinking occurred during use. The contrast-to-saline ratio used was 50:50. The device will be returned for evaluation.